Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, while drilling for the 5.0 bolt the 4.5/3.2 tapered drill broke inside the metatarsal. The surgeon was able to get the broken drill bit out by creating a bigger drill canal but needed to use a less than optimal sized 6.5 bolt. Impact to patient was less than optimal sized bolts for the lateral columns. The 6.5 bolt used instead of the 5.0 bolt fractured the metatarsal.